Event description:
It was reported that during a laparoscopic appendectomy, the device was placed and fired along the base of the appendix. The device fired, but no staples were placed. A like device was used to complete the procedure. There was no patient consequence.